Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 382523. Batch#: 4025973. It was reported by customer that IV catheter malfunction when starting IV. When attempted to retract needle the plastic cannula caught into the needle and it would not retract. Catheter and needle both came out together.

Manufacturer narrative:
Correction: analyst review of complaint resulted in change in annex a code.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4025973. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.